Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Noise on rv r/s. Not oversensed by device. Reviewed previous presenting egms, logbook, episodes, settings and lead measurements. No oversensing of noise observed. V tachy episodes not resulting from noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).